Event description:
It was reported that the user received a prompt to connect the cgm or enter a blood glucose value after starting a new freestyle libre 3 plus sensor, and the ilet pump initially failed to pair but successfully paired after the user re-scanned the sensor, entering the expected warmup period. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on daily activities or need for medical care. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed successful cgm-pump pairing following re-scan, with no ongoing device malfunction identified. It was concluded that the issue was resolved through user guidance and did not require further intervention.